Event description:
Info received indicates the hi/low is drifting.

Manufacturer narrative:
The tech found the hi/low drive brake assembly was covered in dirt and grease. The tech cleaned the hi/low drive brake assembly to repair the bed.